Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, h2, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction communication error (e315) could not be established. The customer contacted olympus technical assistance support (tac) via phone and informed them of the communication error (e315) occurring on multiple scopes and towers. The customer also stated that she was not hot swapping scopes. She had cleaned the gold connectors with alcohol and denied any water leakage. Tac advised the customer to keep track of serial numbers and to take the scope with the error to each room, as she has been doing, to check whether the error is persistent. Tac also advised swapping the video system center and the xenon light source with known working units. Tac will follow up with her. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone to report an e315 error on multiple scopes and towers. The customer had sent in 10 scopes. They had 6 loaner scopes, all of which were giving an e315 error code. The customer informed that this was happening on all four towers. They were not hot swapping scopes. The customer had cleaned the gold connectors with an alcohol prep pad as well. Customer denied any leaks or water coming from the scopes. It was advised that the customer keep track of serial numbers. It was advised to take the scope with the error to each room, as she had been doing, and check if the error was persistent. I advised her to swap around the cv/clv-190. The device would not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e315. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.